Manufacturer narrative:
(B)(4). Batch #t5dx8j. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received fully fired. After further analysis, the articulation mechanism was noted to be damaged, as the device would not articulate. No functional test was performed due the condition of the device. The device was disassembled to verify the condition of the internal components and the articulation link was noted to be disengaged from the ring closure. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic unknown procedure, the surgeon attempted to open the jaws outside the patient after the first firing, but the device had been locked out and the jaws could not open. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.